Event description:
It was reported to boston scientific corporation that a microvasive rx locking device and biopsy cap system was used during a procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the disposable biopsy sponge disk cap dislodged in the endoscopic channel and was very difficult to remove. The procedure was completed with the same microvasive rx locking device and biopsy cap system.

Manufacturer narrative:
(B) (4) - other (unknown - attempts to obtain additional information are being pursued). These codes were selected by the manufacturer based on information obtained from the user facility. A visual examination of the returned device found that only the separated sponge from the biopsy cap was returned. The sponge was intact, bud did not produce any evidence as to the root cause for the complaint device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B) (4).